Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited functional undersensing. It was noted that the episode appeared to be atrial pacing and blanking some v events thus pacing after intrinsic events. No intervention was performed. The patient was in stable condition.